Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and passed; only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm a occlusion issue with the valve at the time of the investigation. However, the possible root cause of the problem reported by the customer, could be due to biological and protein deposits affecting the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00014. A physician reported a certas valve (ID 828804) was implanted due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2022 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and 823045 (hakim peritoneal catheter. Since the hydrocephalus got worse, the set pressure of the valve was lowered to 3 on unknown date. A patency check showed that the valve response was slow, so when the contrast medium was flowed, it flowed only in the direction of the lumbar catheter. Obstruction was suspected, therefore, the valve was removed on (B)(6) 2023. Based on information provided, it is unknown if the patient experienced signs and symptoms of valve malfunction.